Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for use error-breach in aseptic technique is confirmed because the nurse reported that there was a break in aseptic technique as the patient self contaminated, which is a use error that can cause peritonitis or potential contamination. No assignable cause was determined. A review of all batch record documents was performed on potentially associated lot h11h09050 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A label review was performed. The instructions listed in the patient at home guide for the homechoice device state to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce possibility of infection. Additionally, the guide instructs the user to use aseptic technique to reduce the chance of infection, this includes whenever the patient is connecting themselves to the cycler, disconnecting, or any time they handle fluid lines and solution bags. The guide states, contamination of any part of the fluid path can result in peritonitis and instructs patients to put on a face mask and wash and dry (or disinfect) their hands thoroughly. Per the guide, patients are instructed to cap off the patient line and transfer set using a new minicap and use a flexicap when disconnecting during therapy. Additionally, the direction sheet provided with the product has multiple instructions and warnings for aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
Initially the home patient (hp) contacted baxter technical service requesting technical assistance for an unrelated issue during peritoneal dialysis (pd) therapy on the homechoice machine. During the conversation, the hp stated he had peritonitis last week. The solution to the unrelated issue was provided over the phone and there was no user injury or need for medical intervention at the time of the initial call. On (B)(6) 2011, baxter global pharmacovigilance (gpv) made a follow up call to the peritoneal dialysis nurse (pdn) regarding the peritonitis and received the following information. On an unreported date the patient began therapy with unspecified dianeal and extraneal solutions (doses, frequencies, and lots not reported) intraperitoneally (ip) for pd therapy. On an unreported date the patient was diagnosed with peritonitis. Treatment was not reported. The pd nurse stated the unspecified organism was gram negative. She stated the event of peritonitis was not related to the machine or solutions. The pdn further stated that the patient self contaminated. The event of peritonitis had resolved and the patient had been retrained. No further information was reported or expected. Past medical history and concomitant medications were not reported.